Event description:
It was reported, the patient had an MRI and their pump was checked to ensure the pump had restarted. It was not known if the stall recovered. No symptoms were reported. The medication used within the system was morphine.

Manufacturer narrative:
Product ID: 8731sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).